Manufacturer narrative:
An intuitive surgical, inc. (Isi) field service engineer (fse) was dispatched to the customer site to further investigate the reported event. The fse replaced integrated electrosurgical unit (iesu) to resolve the issue. The system was verified and ready to use. Isi has received the iesu for evaluation. However, the failure analysis has not been completed yet. A follow-up MDR will be submitted if additional information is obtained.

Event description:
It was reported that prior to the start of a da vinci-assisted surgical procedure, an error occurred during pre-operative preparation, with one error shown on the display while a different error was recorded in the logs indicating the hf voltage measurement value was too high in the on state. The intuitive surgical, inc. (Isi) technical support engineer (tse) reviewed the reported symptoms and log details, and troubleshooting was attempted by performing a restart followed by a hard power cycle, but the issue persisted. The tse noted that usability could not be confirmed without testing output. The procedure was completing as planned with no reported injury.